Manufacturer narrative:
Device passed self test. Device alarmed pump error 39 during rewind due to high current motor draw. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received error and it was not working. Customer was unable to clear alarm and alarm occurred during rewind process. Insulin pump was not exposed to magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.